Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report a check heater line alarm on the home choice machine during fill 1 of 4, fill volume 21ml. The home patient (hp) stated the green pull ring was still on the bag and stated the set-up was compromised. The technical service representative (tsr) had the hp cycle power and end therapy to start over with new supplies. The tsr instructed the hp to discard the supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm during fill was not confirmed because a sample was not available for evaluation. A batch review was not performed because the lot number was not provided. The root cause of the alarm, based on the information in the complaint, is the fact that the home patient left the green pull ring on the bag which prevented adequate spiking of the port. A review of labeling was conducted and concluded current labeling is adequate in regard to this use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.